Event description:
It was reported that the patient was 'back to getting up in the evenings every hour, on the hour.' The patient stated that he felt a little stimulation when he turned the amplitude up. The patient further stated that he 'felt a burning pain from the internal neurostimulator (ins) through the wire.' It was noted that the patient's physician advised him to turn the stimulation back down. It was further noted that the patient's symptoms returned about 6 months ago and the burning sensation started about 3 months ago. The patient stated that he had a CT scan, a deep heat ultrasound about 6 months ago, and a head scan MRI about 9 months ago. It was noted that the patient was involved in a motor vehicle accident on (B)(6) 2012. It was further noted that the patient also fell at the hospital 9 months ago, in which the patient hit his head on the curb and landed the fall on his back. It was indicated that the MRI was performed at the time of the fall. The patient stated that he would call his physician and set up an appointment. The patient furth ER stated that he had not had his device checked or reprogrammed since the motor vehicle accident, fall or diathermy exposure. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v746887, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).